Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had select button and the arrow keys were unresponsive. The customer¿s blood glucose level was 13.6 mmol/l at the time of the incident. Customer stated using the up and down arrow allows them to navigate screens. Customer stated that the button delay was a bit too excessive. Customer stated an alarm was in progress at the time the button was unresponsive. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No stuck button alarm during testing. All buttons functioning properly no damage on the keypad assembly.